Event description:
It was reported that during a metatarsal phalangeal fusion the surgeon was about to compress the joint when it was noticed that a piece had broken off the self ratcheting feature of the device. Surgeon completed procedure using that same device but without the self ratcheting feature. There was no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregularities were found during the device history record review. The product evaluation visual inspection revealed that the spring had broken at the retaining screw. The cutter corresponds to the drawings and processes at the time of manufacture. This complaint is invalid from a manufacturing standpoint. The design of the forceps was assessed through mechanical testing, and performed as intended. This complaint is deemed invalid from a design perspective.